Event description:
End user alleges while operating the motorized wheelchair on uneven/grass covered terrain he lost control of the unit and drove the power wheelchair off of the sidewalk and down a steep incline. Allegedly the power wheelchair turned over and the end user injured his neck.

Manufacturer narrative:
No malfunction of motorized wheelchair suspected. The end user reported operating the motorized on an uneven grass covered surface. The owner's manual warns, "avoid uneven or unstable surfaces such as potholes, broken pavement, grass, gravel, sand, wet leaves or cut grass".